Event description:
It was reported that the patient presented for an implant procedure. It was noted that right ventricular lead exhibited high capture threshold. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.